Event description:
It was reported that the patient presented for implant procedure. During the procedure, upon interrogation, the atrial lead failed to sense and exhibited out of range high impedance. The atrial lead was not used and replaced during the procedure. The patient was stable throughout.

Manufacturer narrative:
The reported events of high pacing lead impedance and failure to sense were not confirmed. As received, a complete lead was returned in one piece. Electrical testing and x-ray examination found no indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.